Event description:
It was reported the subject device had no image. No patient harm was reported.

Manufacturer narrative:
The device is expected to be returned for evaluation but has not yet been received. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported, the subject device had no image. No patient harm was reported.

Manufacturer narrative:
The MDR supplemental report is being submitted to provide updated fields, corrected fields and final investigation results. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. The device was returned for evaluation. And the customer's allegation was confirmed, due to a deteriorated cable unit. A definitive root cause could not be identified. Based on the results of the investigation, it is likely, the following led to the malfunction: cause traced to component failure. Which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor the performance of this device.